Event description:
It was reported that in central processing, broken threads at the tip of the fenestrated bipolar forceps instrument was identified. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's pitch cable to be broken. The pitch cable was broken at the proximal clevis hub. The clevis did not exhibit any wear. The broken strands were observed to be sticking out at the wrist of the instrument. The other cables at the wrist were undamaged. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however, the broken cable if to recur could cause or contribute to an adverse event.